Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The connection to the anesthesia control board was reconnected to resolve the issue.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.